Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The unicel dxc 800 synchron system was evaluated at the user facility by a beckman coulter field service engineer (fse). The service documentation revealed that the fse ordered a chloride (cl) electrode to be sent to the user. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified a poor electrolyte result. Therefore, the complaint event was confirmed.

Event description:
The following erroneous results were reported: sodium.